Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 2032227-2016-32756.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for no delivery even after changing the tubing, reservoir, and insulin. Another alarm occurred later during a bolus for breakfast. The blood glucose reading was 490 mg/dl. The alarm was resolved with another set change. The caller reported that there is a grinding noise when inserting the reservoir and that the process never seems smooth. She also reported a high blood glucose reading 800 mg/dl and reported that these were treated with manual injection. The cannula was bent. The reservoir was not returned for analysis.